Event description:
A 3-mo-old with severe respiratory distress was bagged vigorously after intubation. The blue rubber outside covering of the bag popped like a balloon. The infant also developed bilateral significant pneumothorax.